Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen generator and they heard a loud audible noise that came from the vicinity of the ngen generator. They went to ensure the generator was functioning properly. They then noticed that the ngen generator was powered off completely and a "lost communication with ngen" message appeared on the carto 3 system. They powered on the ngen generator and the ngen generator made a loud "boom" noise. It was noted that the ngen began to spark and smoke. The reporter did not personally see any fire or flames; however, the nurse standing next to the reporter stated that she saw sparks. They could just smell the smoke and it smelled like something was burning. The ngen system was powered down and unplugged from the power source. The case continued without the use of the ngen. No adverse patient consequence was reported. Hardware evaluation details: according to the work order information, the console was replaced to solve the problem. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. Correction to the initial report: the h 4. Device manufacture date has been updated. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen generator and they heard a loud audible noise that came from the vicinity of the ngen generator. They went to ensure the generator was functioning properly. They then noticed that the ngen generator was powered off completely and a "lost communication with ngen" message appeared on the carto 3 system. They powered on the ngen generator and the ngen generator made a loud "boom" noise. It was noted that the ngen began to spark and smoke. The reporter did not personally see any fire or flames; however, the nurse standing next to the reporter stated that she saw sparks. They could just smell the smoke and it smelled like something was burning. The ngen system was powered down and unplugged from the power source. The case continued without the use of the ngen. No adverse patient consequence was reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).